Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. BLOCK D2B: PRODUCT CODE: QRB ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2317-50 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7077891 MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 50CM UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENTS SPINAL CORD STIMULATION (SCS) LEADS HAD HIGH IMPEDANCES. THE PATIENT UNDERWENT A LEAD REPLACEMENT PROCEDURE. IT WAS MENTIONED THAT BOTH LEADS WERE NOTED TO HAVE SIGNIFICANT BEND AND OR FRACTURE. THE PATIENT WAS DOING WELL POSTOPERATIVELY. THE EXPLANTED DEVICES WERE DISCARDED BY THE FACILITY.

Event description:
It was reported that the patients spinal cord stimulation (SCS) leads had high impedances. The patient underwent a lead replacement procedure. It was mentioned that both leads were noted to have significant bend and or fracture. The patient was doing well postoperatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.Block D2B: Product Code: QRB.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2317-50,Serial Number: (b)(6),Batch/Lot Number: 7077891,Model/Catalog Description: INFINION CX LEAD KIT, 50CM,Unique Identifier (UDI) #: (b)(4).Investigation Results:The device was not returned for analysis; therefore, the reported high impedances and lead bend/fracture could not be confirmed. It was reported that the leads exhibited elevated impedance values and a significant bend/fracture. The patient underwent lead replacement and was reported to be doing well postoperatively.Device History Record (DHR):DHR review confirmed the device met all specifications prior to shipment. No manufacturing deviations or anomalies were identified that could have contributed to the reported event.Labeling Review:Product labeling identifies lead damage, fracture, and open circuit conditions as potential system-related events that may result in elevated impedances, loss of stimulation, or ineffective therapy and may require surgical intervention.Investigation Conclusion:The device was not returned for analysis, and the reported condition could not be confirmed. DHR review found no manufacturing related issues. Although elevated impedances and a lead bend/fracture were reported, insufficient objective evidence was available to determine the underlying cause or attribute the event to a device malfunction or manufacturing deficiency. Therefore, the probable cause is Cause Not Established. No escalation is required.